Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode. Paramedics were called and pt was taken to the hospital where his bg was measured at 31 mg/dl while his cgm was reading 74 mg/dl. At the time of his call to dexcom technical support pt reports he was doing fine but was still experiencing cgm inaccuracies with his current sensor.